Event description:
It was reported that as lvp 20d tubing came apart. The following information was provided by the initial reporter: material #: 2204-0007 batch/lot #: 20115559. It was reported that the tubing came apart at the pump segment. Verbatim: bd 099 reported date: 04/06/21 event date:(B)(6) 2021 item number: 2204-0007; lot number: (10)20115559; item retained in defect depot?: yes; picture: yes, below. As I was preparing to prime the tubing for linezolid, the tubing came apart at the pump segment. Only the drip chamber was filled.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: two photos of primary set, model 2204-0007 lot 20115559, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's upper fitment was disconnected from the silicon tubing pumping segment. No other defects were observed. The customer's complaint that the tubing came apart at the pump segment was verified. A device history record review for model 2204-0007 lot number 20115559 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20115559 regarding item #2204-0007.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d tubing came apart. The following information was provided by the initial reporter: material #: 2204-0007 batch/lot #: 20115559. It was reported that the tubing came apart at the pump segment. Verbatim: bd 099 reported date: (B)(6) 2021 event date: (B)(6) 2021 item number: 2204-0007; lot number: (10)20115559; item retained in defect depot?: yes; picture: yes, below: as I was preparing to prime the tubing for linezolid, the tubing came apart at the pump segment. Only the drip chamber was filled.